Manufacturer narrative:
It was reported incorrectly in the initial 3500a report that manufacturing record evaluation was not performed. A manufacturing record evaluation (mre) was performed for the finished device number 5579414, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. (B)(6). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a gel mentor memorygel breast implant 300cc and experienced bilateral capsular contracture baker grade iii. The patient experienced pain and distortion, rupture on the right breast implant. As a result, the patient will undergo removal on (B)(6) 2019. This medwatch is for the left breast implant.